Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to a bladder infection. Customer requested assistance with getting the insulin pump settings. Customer was assisted with getting the bolus dose and basal rate settings. No further information reported.